Event description:
It was reported that the right ventricular (rv) lead dislodged and had no capture at maximum output. The lead was revised and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.